Event description:
It was reported that noise had been observed on the right ventricular lead through a remote merlin.net transmission. No patient symptoms were reported and other electrical values were normal. The patient would be monitored.

Manufacturer narrative:
Should have been right atrial lead and not the right ventricular lead. (B)(4).

Event description:
New information states that the lead exhibited noise. The patient is a firefighter and very active and would continue to be monitored with regular sessions.

Manufacturer narrative:
(B)(4).